Event description:
The customer reported that the system was switching modes. The fluoro switch goes back and forth between live and digital when the switch is pressed and also makes the collimator act strangely. Also the front wheel on the c-arm was jammed. No pt was injured.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.